Event description:
Customer stated that the clip applier did not fire and cut a vessel. The clip applier was elevated and tested with several cartridges of clips and the clip applier functioned accordingly.